Event description:
This spontaneous case was reported by a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ('"I've have chronic pelvic pain for years') in an adult female patient who had essure inserted for female sterilisation. In 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (laparoscopic surgery where they removed both of my tubes). Essure was removed. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. The reporter commented: for years, she thought that she just have like ovarian cysts or something. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ('"I've have chronic pelvic pain for years') in an adult female patient who had essure inserted for female sterilisation. In 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (laparoscopic surgery where they removed both of my tubes). Essure was removed. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. The reporter commented: for years, she thought that she just have like ovarian cysts or something quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2021: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report..

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain (""I've have chronic pelvic pain for years") in an adult female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2010, the patient had essure inserted. An unknown time later she experienced pelvic pain (seriousness criterion intervention required). The patient was treated with surgery (laparoscopic surgery where they removed both of my tubes). Essure was removed. At the time of the report, the outcome of the event was unknown. The reporter considered pelvic pain to be related to essure administration. The reporter commented: for years, she thought that she just have like ovarian cysts or something. Quality-safety evaluation of ptc: for essure: unable to confirm complaint. The most recent follow-up information incorporated above includes data received on: 21-feb-2023: additional information was received and device implanted and explanted dates were added. The consumer's address was updated. The consumer's lawyer was added as a reporter and this case is now classified as potential legal case. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("I've have chronic pelvic pain for years") in an adult female patient who had essure inserted for female sterilisation. The patient had a medical history of ovarian cyst, uterine dilation and curettage, appendectomy, endometriosis, parity 1, multi gravida and cystitis. Concurrent conditions were listed as endometriosis, ovarian cyst and pelvic pain female. On (B)(6) 2010, the patient had essure inserted. Essure was removed on (B)(6) 2020. An unknown time later she experienced pelvic pain (seriousness criterion intervention required). The patient was treated with surgery (laparoscopic bilateral salpingectomy for essure removal). At the time of the report, the outcome of the event was unknown. The reporter considered pelvic pain to be related to essure administration. The reporter commented: for years, she thought that she just had like ovarian cysts or something. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2020: diagnosis: fallopian tubes, right and left (bilateral salpingectomy): histologically unremarkable fimbriated fallopian tubes (x2). Bilateral essure contraceptive coils in place. Gross description: bilateral fallopian tubes: each tube has embedded silver metallic coiled wire within the lumen consistent with essure device. [Ultrasound scan] on (B)(6) 2020: results: right ovary: abnormal 2.5 cm by 1.6 cm) cystic measurement of cyst: 1.7 om by 1 cm (complex) and 1.7 cm by 1,4 cm (simple). Assessment: complex cyst of right ovary; cyst of left ovary; unspecified ovarian cyst, left side; follicular cyst of right ovary; pelvic pain. Quality-safety evaluation of ptc: for essure: unable to confirm complaint. The most recent follow-up information incorporated above includes data received on: 07-nov-2023: medical record received. Lab data, surgical pathology report added. Medical history, concomitant conditions and reporter information updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.